Event description:
Allegation of false positive troponin t results for one pt. The following data was provided: in 2007, tnt result was 0.043 ng/ml. New samples were drawn each day for 4 consecutive days, 2 samples were drawn four days later. The following results were received: two days earlier - 0.349 ng/ml, a day later - 0.287 ng/ml, the following day - 0.297 ng/ml, the next day (morning) 0.380 ng/m, the same day (afternoon) 0.367 ng/ml, and the following day - 0.409 ng/ml. The sample from the afternoon of the same day was also tested using a different methodology and recovered <0.52 ng/ml. If add'l info is received, appropriate notification will be provided. No clinical evidence that the pt experienced cardiac injury.